Event description:
Physician used one amphiprion deep pta balloon catheter for the treatment of the posterior tibial artery of the right leg. However, it was reported that, approximately 1 week post index procedure, high grade of re-thrombosis was confirmed to sfa, anterior and posterior tibial artery (ata and atp). Thrombus aspiration was performed; dilatation of ata and atp was also performed followed by deployment of another manufacturer stent to sfa and atp. During revascularization, the popliteal artery of the right leg was also treated with stenting. Investigator reported that the event was not related to the study device and unlikely related to the procedure. It was reported that approximately 1 year post index procedure, patient was re-hospitalized due to re-occurrence of symptoms. A target lesion revascularization was performed. During this re-vascularization, tibiofibularis trunk, popliteal artery and sfa of the study leg were also treated with stent. Investigator reported that the event was unlikely related to the study device. Patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (thrombotic event requiring surgical intervention).

Event description:
Following the previously reported re-thrombosis approximately 1 week post index procedure, the posterior tibial artery was treated with non-medtronic pta and thrombo-aspiration. During the previously reported revascularization approximately 1 year post index procedure a non-medtronic balloon was used to treat the right posterior tibial artery. Patient was admitted to hospital approximately 29 months post index procedure with acute respiratory insufficiency. Patient was treated with antibiotics and palliative care but subsequently died. Investigator indicated that the event was not related to the study device or procedure.

Manufacturer narrative:
(B)(4). Results: death. Conclusions: death.